Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 534 mg/dl. The customer stated she had been under some stress. Troubleshooting was not possible at the time of the call due to a button error alarm and unresponsive buttons. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the prime, displacement, basic occlusion and excessive no delivery alarm tests, then the buttons became unresponsive due to corroded keypad traces. No button error alarms were noted. Unable to perform the occlusion test due to the keypad anomaly.